Manufacturer narrative:
Additional information was received that a por has not occurred. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Lead: implanted: (B)(6).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and an alert was triggered for charge circuit timeout. Therapy had been programmed off for 9 years and the device was not going to be replaced. The caller inquired if the alert could be turned off. Technical services discussed the possibility of a power on reset (por) as the battery continues to deplete. A por may turn detections and therapies on. However for this patient the charge circuit is inactive and it cannot be turned back on so there is no risk of the patient receiving therapy. No patient complications have been reported as a result of this event. The ICD will be explanted at a future date.